Manufacturer narrative:
(B)(4). Batch # u5ck2x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g reload (b) and another ecr45d reload (c) were received. The reload (b) was received fully fired and the reload (c) was received unfired, with 1 double driver out of position, making it non-functional. In addition the reload pan (c) was noted to be partially dislodged from the right proximal side, and the one piece sled was out of position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during vats right upper lobe resection surgery, could not fire when severing lung tissue on the second firing. Changed another device, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.